Event description:
The customer reported the loss of cine and fluoroscopic x-ray functionability which required a system reboot. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.